Event description:
The customer reported that the 8800 system image field size was too large. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor power supply was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.